Manufacturer narrative:
Section d4 (serial number): correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient unresponsiveness could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019. The pump was set to a fixed speed of 11000 rpm and operated above the low speed limit of 10000 rpm for the duration of the log file. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient was found unresponsive for an unknown amount of time. Multiple attempts for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. The heartmate ii lvas IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive in their car at 20:45 on (B)(6) 2019 for an unknown amount of time. The police reported that the left ventricular assist device (lvad) was not hooked, however healthcare providers did not see any pump off alarms during that time period. Log files were sent with request to know if anything happened on the lvad that would cause the patient to become unresponsive. Log file review showed no unusual events recorded in log file. The equipment is operating as intended and it does not appear any equipment issues caused the unresponsiveness. No further information was provided.